Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 30 mmol/l. Troubleshooting for battery out limit alarm was performed. Customer advised they replaced the battery several times and after 10 hours the insulin pump stated that the battery had failed each time. Customer advised the battery failed and the insulin pump turned off. Customer woke up to a failed battery alarm and their blood glucose was high. Customer was advised a replacement battery cap would be sent out and to monitor the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no down button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify the battery out limit, failed battery test or perform the functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no down button response. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a bleeding spot on the lcd glass at the upper side.